Event description:
During a stomach tube formation procedure, 1 of the staple lines (nerve side) had unformed staples. Same defect occurred 3 times in a row. In addition, the device required more force to fire more than usual. Another device was used to complete the case. No pt consequence.